Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revised for chronic dislocation. Nothing was loose or broken. Implants were well fixed and implanted within normal parameters states by surgeon. Right side. Original surgery was performed by a different surgeon at a different hospital.

Manufacturer narrative:
An event regarding dislocation involving a trident 0° crossfire insert 32 mm ID was reported. The event was not confirmed. A review of the provided medical records by a clinical consultant indicated, ¿in this elderly female patient, revision of apparently well-fixed components was performed for ¿chronic dislocation¿. There is no documentation of the event description described. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ a device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as operative reports, progress notes, further x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient was revised for chronic dislocation. Nothing was loose or broken. Implants were well fixed and implanted within normal parameters states by surgeon. Right side. Original surgery was performed by a different surgeon at a different hospital.